Manufacturer narrative:
Batch history review: the manufacturing file was reviewed. It is compliant with our specifications and no abnormality was detected. No other similar complaint was reported on this batch of access ports. Investigation: despite several requests, either the involved device nor the x-ray pictures were returned for analysis. No thorough investigation can be performed. Conclusion: without the involved device no conclusion can be drawn concerning the cause of the catheter disconnection. It is a known risk of access port implantation. No corrective action is envisaged.

Event description:
The catheter is detached from the port, so that an explantation was necessary a few days after implantation.